Event description:
The international customer reported the ventilator would not function on ac power. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service provider ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Completion of service pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.